Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the wound infection cannot be ruled out. Contributing factors for wound infection in this patient include: dexamethasone use (impaired wound healing and increased risk of infection are listed as side effects. Source: dexamethasone prescribing information), prior radiation, underlying cancer disease and prior surgery affecting skin integrity. Wound infection is an expected event with optune gio device use (ef-11 0% and <1% ef-14 optune arm).

Event description:
A 35-year-old female patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2025. On (B)(6) 2025, the patient informed novocure that she had a wound located on the right side of the surgical resection scar near the forehead that had been present for several months. The lesion was described as approximately fingernail-sized, yellowish, dry, and open. At that time, the patient was under dermatological care for a localized infection, and betaine/polyhexanide was prescribed for outpatient wound management. The patient's husband reported leaving the affected area uncovered during transducer array application. Although the wound had been slow to heal, slight improvement was noted. On (B)(6) 2025, the patient reported that she was hospitalized due to the previously reported wound. She subsequently developed a wound healing disorder complicated by a bacterial infection, which required surgical intervention. As a result of the procedure, optune gio therapy potentially would be resumed after suture removal and complete wound healing. On (B)(6) 2025, the patient informed novocure that her sutures were removed on (B)(6) 2025, and the scar was healing well. Attempts were made to contact the prescribing physician; however, no additional information was received.

Manufacturer narrative:
On january 09, 2026, novocure received additional information that the patient was re-admitted to the hospital on (B)(6) 2026, due to fluid leaking from the surgical resection site during the night. Due to a persistent 1 mm defect in the right frontal region, the patient was hospitalized, and a neurosurgeon in collaboration with plastic surgery, performed wound closure. As a result of this procedure, the surgical resection scar increased in size. On (B)(6) 2026, the patient's spouse informed novocure that the patient had been discharged on (B)(6) 2026. At the time of the report, the sutures had not yet been removed, as the wound was still healing. The patient will remain off optune gio therapy until the surgical site completely healed.